Event description:
It was reported the lead was "defective." Also reported that "in view of the existing lead advisory", the lead was capped and replaced. No patient complications were reported as a result of this event. Follow up revealed that 5 weeks after this surgery, the patient was in a motor vehicle accident and subsequently died. The device was returned after explant for normal battery depletion, analyzed, and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) did not meet expected longevity.